Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubies not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board cable had disconnected at the rear. A field service engineer removed the drawer from the cabinet and successfully reseated the row board cable. Upon reboot, all pockets responded successfully in the application. The system functioned as intended after the field service engineer repaired the device.